Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description. The air gas module was identified as faulty and was replaced. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).